Event description:
End user alleges driving the scooter in a park when the long skirt they were wearing got caught under the wheel causing pt to fall. End user sustained a fractured right hip/hip replacement.